Manufacturer narrative:
Section c suspect product: name: cbas® heparin surface. Manufacturer/compounder: w. L. Gore & associates, inc.

Manufacturer narrative:
Cause investigation and conclusion. Additional information to the event and patient information were requested from the physician. The answers are captured in incident description. A review of manufacturing records verified that the lot met all pre-release specifications. Neither images nor the delivery system of the product enabling direct assessment of product performance were returned for evaluation. The delivery system of the product was discarded at the facility. The reported deployment difficulty due to excessive deployment force, which lead to both a broken deployment line and movement of the endoprosthesis during deployment, could not be independently confirmed because there were no items, photographs or the physical device itself, returned for evaluation. The reported information indicates excessive force was applied in attempt to continue deployment, and the deployment line subsequently broke. The cause for the reported excessive deployment force could not be established. The broken deployment line and the endoprosthesis movement during deployment are attributed to the excessive deployment force applied during deployment. Based on the incident description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. The risk management documents for the gore® viabahn® endoprosthesis with propaten bioactive surface were reviewed. No potential new or different reasonably foreseeable risk related to the device or its use were identified based on this event. The benefit of the product has been assessed against the overall residual risk and determined that the benefit of the product outweighs the risk to the patient. Ongoing risk/benefit assessment and acceptability of residual risk serves to reaffirm risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore monitors complaints closely to ensure that risks remain within the bounds estimated in the risk management documents. The instructions for use provide warning of a potential broken deployment line if the line is pulled forcefully in response to excessive resistance. Warnings forcefully pulling the deployment line, especially if excessive resistance is encountered, may result in bowstringing, inaccurate placement, or breakage of the deployment line leading to inadvertent, partial or failed deployment of the endoprosthesis, which may require additional endovascular procedures or surgical intervention.

Manufacturer narrative:
H3: the device remains implanted in the patient. Therefore a device evaluation could not be performed. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient was treated for an aneurysm in the subclavian vein with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx). Reportedly the device did not fully deploy at the first attempt, increased force has been used to fulfil the final deployment, which caused deployment line breakage. It was stated that the device has moved during the final deployment stage due to the force being used which resulted in an final deployment position slightly shifted to the initially intended position. It was stated that the rest of the torn deployment line remained in the patient. The patient is doing well.